Event description:
It was reported that when using the bd pyxis¿ es server, had all user unable to login server or any other device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to login to server and pyxis devices. A technical support specialist (tss) dialed into the server and reviewed intrusion detection system (ids) logs, which showed successful client validation but failed domain authentication for user due to invalid credentials. The customer was advised to check with their it team regarding active directory. After rebooting the server, the authentication issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.